Manufacturer narrative:
A defective flow/bubble sensor during priming was reported. Later it was specified that the flow/bubble sensor no longer shows any values. A getinge field service technician (fst) was sent for investigation and repair. The flow/bubble sensor was replaced, but no mechanical damage could be confirmed with the sensor. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files and the defective flow/bubble sensor are not available for further investigation. Thus, an exact root cause could not be determined, however, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor); - bubble sensor not plugged but recognized; - connection of non-compatible sensor; - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage); - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. Referring to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Moreover, according to the IFU of the cardiohelp chapter 10 "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2017-11-30. The review of the non-conformities has been performed on 2023-11-03 for the period of 2017-11-30 to 2023-10-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "flow/bubble sensor no longer shows any values" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
A defective flow/bubble sensor during priming was reported. No harm to any person has been reported. Complaint ID: (B)(4).